Manufacturer narrative:
Emdr section h6, codes c19, d1102 updated to reflect results of investigation. Evaluation summary: the image(s) received cannot be used to perform an imaging evaluation due to the insufficient data and/or poor quality of the image(s) provided. Investigation summary: this complaint was initiated based on information received from the field. The reported information indicates a potential device malfunction, related to the device covering the left internal iliac artery during deployment, has occurred. The following information was not reported to gore: a) images enabling direct assessment of product performance, or b) product. The available information did not add relevant information to further the device functionality investigation. The cause of the reported potential malfunction of coverage of the left internal iliac artery is attributed to the user selecting a device that was too long for the patient anatomy and attempting to push up on the device while deploying. Pushing up on the device while deploying is an off-label technique. The physician was not able to shorten the device as much as they hoped and the left internal iliac artery was unintentionally covered. Therefore, this investigation is complete.

Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the treatment, a contralateral leg was deployed while pushing up to proximal, however it was not pushed up enough and unintentionally it covered the left internal iliac artery. A minor flow was observed into the left internal iliac artery. No treatment was performed for the left internal iliac artery. The patient tolerated the procedure. The physician stated that since the condition was poor and the left external iliac artery landing was originally being considered, no additional treatment was performed and the patient was monitored.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: occlusion of device or native vessel, improper component placement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.